Event description:
It was reported that during routine follow up, atrial undersensing was observed on the presenting electrogram (egm) when the patient was in sinus rhythm. Reportedly, the device had sensed atrial flutter appropriately. The egm was reviewed by the remote service hub and further in clinic assessment of the atrial lead function was advised. The right atrial lead is a non-boston scientific product. At this time, the cardiac resynchronization therapy pacemaker (crt-p) system remains in service. No adverse patient effects. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).